Event description:
Under-infusion- patient completed study imprime infusion today. Rn noticed that the time the drug finished was 1 hour longer than the prescribed time to infuse over (infusion took 4 hours, ordered infusion time was 3 hours). Rn checked the IV infusion pump to verify correct rate was programmed. IV pump was set at 250ml/hr (which was what was ordered). The infusion pump displayed that 990ml had infused, although the label on the infusion indicated there were only 750ml in the bag. Rn contacted pharmacy to troubleshoot incident. Pharmacy indicated that infusion is mixed in exact volume. Patient reported no adverse effects and discharged from the chemotherapy unit. Htm unable to test pump, serial number not known. Will not be sending back to mfg.